Manufacturer narrative:
This report will be amended when our investigation is complete. Received, not yet evaluated.

Event description:
It is reported that following internal fixation removal surgery, the product revealed soft tissue around the surface of plate and a black spot around the soft tissue. The organization under the plate found fibrosis, hemosiderosis, chronic inflammatory cell infiltration and sequestration. The organization around the plate found denaturation, necrosis and inflammatory cell infiltration.

Manufacturer narrative:
Device history records were reviewed with no deviations or anomalies identified that would have contributed to the reported event. The plate and eleven screws were returned for review. Visual inspection of the plate revealed that corrosion is present on the proximal end of the plate, surrounding the four most proximal screw holes. Visual inspection of screw lot 62944979 revealed extensive corrosion in the threads of the hex head, additional debris in the hex. Visual inspection of screws, lot 62811496 and lot 62620781, also reveal corrosion of the threads on the hex head. The additional returned screws did not exhibit the reported corrosion. The returned plate and four corroded screws underwent sem analysis. The base material eds analysis of the plate and screws showed that they were consistent with their respective materials. These devices are used for treatment. An initial product history search conducted 06 oct 2016 revealed no additional complaints against the related part and lot combinations. The plate and screws were being removed one year after initial surgery and well healed fracture. It was reported that the corrosion was identified after the components were explanted and did not have an impact on the patient. The implanted components were confirmed to be compatible per zimmer periarticular distal lateral fibular locking plates surgical technique. A definitive root cause cannot be determined.